Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the insulin pump had keypad anomaly and failed battery alarm. The customer¿s blood glucose level was unknown. The customer reported that they changed battery and rejected batteries and buttons were harder to press more than once. The insulin pump will not be returned for analysis.